Event description:
Per affiliate: the pump's luer lock is too loose.

Manufacturer narrative:
Final analysis revealed that the device had a missing e-clip on the drive nut assembly. It could not be confirmed that the luer lock was lose.